Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions, and sys interface boards were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys had a communication error during a case. The 9900 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.